Manufacturer narrative:
H3: evaluation summary: customer reports of calcification, stenosis, and leaflet immobility were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on all three leaflets and metal band bent outward at leaflet 3. Extrinsic calcific deposits were observed on both the inflow and outflow aspects of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. As received, all three leaflets had cuts of approximately 3mm x 12mm on leaflet 1, 3mm x 14mm and on leaflet 2, and 2mm x 13mm on leaflet 3. The cuts had a smooth and straight edge; cut off leaflet fragments were not returned. Sewing ring was cut off around the valve and exposed the metal band on the inflow aspect. Sewing ring was not returned. Wireform was exposed around commissures 2 and 3. Suture threads remained attached to host tissue overgrowth near leaflet 3.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of cad, mixed hyperlipidemia and ckd. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Event description:
It was learned via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for nine (9) years and seven (7) months, was explanted due to heavy calcification, severe stenosis and leaflet immobility. The explanted device was replaced with a 3300tfx 23mm bioprosthetic valve. The patient initially presented with chest pain and shortness of breath. The patient underwent redo-avr with a 23mm 3300tfx bioprosthetic mitral valve, ascending aneurysm resection and replacement, aortic root repair, CABG and coronary thromboendarectomy. Post bypass tee showed improved cardiac function with no aortic regurgitation. The patient has coagulopathy issues and was transferred to the cardiac surgery ICU with an open chest. The patient tolerated the procedure well. The patient was discharged on pod #25.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for nine (9) years and seven (7) months, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 23mm bioprosthetic valve.